Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. This tear and subsequent leak can be confirmed as the reported leaking during wear event. The observed external cannula tear is related to action (B)(4).

Event description:
The patient¿s blood glucose level reached 54 mg/dl analysis of the returned device confirmed a tear in the exposed part of cannula, which resulted in fluid leaking from the fluid path. Inspection of the soft cannula found no bends or kinks. The device was originally reported for a bent cannula and leaking insulin.